Event description:
It was reported that within four weeks of implant the right ventricular (rv) lead had high thresholds and undersensing due to dislodgement. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found.